Manufacturer narrative:
CAPA (B)(4) was initiated for investigation and to determine root cause. Evaluation summary has not been completed.

Event description:
At approximately 6:56 am, patient called tandem's customer technical support to report an unresponsive pump and reported a bg reading on 163 mg/dl. Product problem did not cause death and did not cause serious injury, nor did it require any medical or surgical intervention. There was no impact on patient's blood glucose and no safety issue was reported.